Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The pump's malfunction code was reset successfully with assistance from technical support, who provided reset information to the caller. The customer was advised to continue using the pump and to report if the malfunction code recurred, which did not happen after the reset.